Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 80% stenosed lesion in the proximal left anterior descending artery (plad). The lesion was pre-dilatation with a 1.5x12mm and a 2.0x12mm mini trek balloon dilatation catheter (bdc), and a 3.00x33mm xience alpine drug eluting stent (des) was implanted at the target lesion. While removing the device, imaging revealed a distal end dissection. A 3.5x33mm xience alpine des was implanted to cover the dissection resulting in timi iii flow and no residual stenosis to successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.